Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the luer connection site during the infusion. The following information was provided by the initial reporter, translated from chinese: "during the infusion, the patient suddenly found that there was a lot of fluid leaking from the hand on the infusion side, so he called the nurse and found that the heparin cap of the indwelling needle was leaking, and the nurse on duty stopped leaking after tightening it."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2137532. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the luer connection site during the infusion. The following information was provided by the initial reporter, translated from chinese: "during the infusion, the patient suddenly found that there was a lot of fluid leaking from the hand on the infusion side, so he called the nurse and found that the heparin cap of the indwelling needle was leaking, and the nurse on duty stopped leaking after tightening it."